Event description:
Testing by service center found the device " shut down on full battery and failed to switch to battery power when unplugged on one occasion". When the power board was replaced, " found yellow brittle tubing."